Manufacturer narrative:
B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, a fistula had developed at the implant site. The patient underwent revision surgery to remove the granulation tissue around the implant body (date not reported).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is filed (B)(4) 2013.